Manufacturer narrative:
(B)(4). Follow up information from the physician. The patient was hospitalized due the peritoneal infection episode on (B)(6), 2012. The catheter was removed. He remained hospitalized until the beginning of the current week. He was currently discharged and started hemodialysis treatment at the same hospital with good tolerance. Bacteriological results: candida albicans resistant to fluconazole antibiotic treatment: caspofungin

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a coincident with dianeal pd2 therapy. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown.